Event description:
The customer contact reported that the pump was returned to the medical repair dept with an unsigned note that stated, "not administrating the correct amount." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.